Manufacturer narrative:
On november 03, 2023, the mentor analysis lab received the suspect medical device for evaluation and completed an evaluation on the device. With the returned device, the product identity was determined as the following: brand name: unknown saline implants smooth. Mentor conducted visual inspection of the device. Visual analysis of the returned sample revealed that the saline smooth breast implant had a crease/fold on the posterior view. In addition, a tear was noted within the crease measuring approximately 0.3 cm. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with implantation of an undisclosed mentor saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated right breast implant during an in-office visit with a medical professional. As a result, the patient is scheduled for removal on (B)(6) 2023. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, mentor was notified that the patient underwent bilateral replacement with 460cc mentor smooth round high profile saline breast implants. Manufacturer¿s reference number: (B)(4).